Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 4 bursts of anti-tachycardia pacing (atp) and 1 electric shock for ventricular tachycardia (vt). 3 rounds of atp did not alter the rhythm, but fourth round of atp accelerated the rhythm to 260 beats per minute (bpm). Shock converted the rhythm to normal sinus rhythm (nsr). Device remains in service. No additional adverse patient effects were reported.